Event description:
Hamilton medical ag received the following description from the distributor: device alarms "no connection to ventilation unit" incident did not occur during ventilation of a patient.

Manufacturer narrative:
Our distributor`s service technician found esm board ippdefektive and replaced the esm board. Functiontests and software test was performed successfully .